Event description:
Customer reported the system did not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service rep repaired and replaced the gpos tested: serveal boots and fluoro. System functions as intended.